Event description:
It was reported via call from the registered nurse that a patient had an intra-aortic balloon (iab) placed 5 days ago in the cath lab. The pump had been providing great support, but a few minutes ago they got a "system error 4" alarm." They switched the intra-aortic balloon pump (iabp) out for another pump, serial number (B)(4). The registered nurse wanted to see if there was anything else they should do. The clinical support specialist (css) verified that the patient was currently being well supported on the pump. The registered nurse explained there was a short delay of 10 minutes changing the pump out, but have had no problems since. The css reassured her that what they did will remedy the problem. The css also recommended that they have the iabp checked by biomed. The registered nurse told the css that the light bulb for the fiberoptix sensor (fos) was currently blue and the css walked her through a map cal. The light bulb turned white and the pressures all appeared accurate. The registered nurse had no further needs at this time. There was no reported death or injuries to the patient.

Manufacturer narrative:
(B)(4).